Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far r-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.